Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the downstream occlusion (dso) seal is damaged and peeling on the edges. Functional testing was performed. The customer complaint of cassette not attached error was not duplicated. The dso seal was replaced and the device passed all testing.